Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with an elevated blood glucose (bg) level of 600 mg/dl. The customer administered and received a manual injection as treatment. The customer was released from the hospital on (B)(6) 2016. It was noted that the customer received an occlusion alarm and a system check could not be performed with tandem technical support as the customer changed all the supplies.